Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 6 months post implant of this 23mm aortic bioprosthetic valve, a 26mm transcatheter valve was implanted valve-in-valve. The reason for the intervention is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that transcatheter valve was implanted due to stenosis of the original bioprosthetic valve. No additional adverse patient effects were reported. Added patient weight to field. Updated patient code to field. If information is provided in the future, a supplemental report will be issued.